Manufacturer narrative:
This medwatch report was inadvertently submitted. Upon further investigation, the following was reported indicator light on the power button was yellow, therefore the issue was with the power on/off led and not a charging issue. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Event description:
Philips received a complaint by the customer on the v60 indicating that the indicator light on the power button was yellow. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during periodical device checking. No patient or user harm was reported. There was no reported delay in therapy. The customer called technical support to report that the indicator light on the power button was yellow. The field service technician inspected the device, confirmed that the power on/off light emitting diode (led) did not light up properly, and discovered that the power switch overlay needed to be replaced. There was no issue with the battery (lot. M04892p2, manufacture date 2023-07/04) not charging as the battery was able to hold its charge, and a battery charging led error was not displayed. A service quote consisting of the replacement power switch overlay was sent to the customer for approval. The investigation is ongoing.